Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a smoker with a medical history of hypertension, hyperlipidemia, diabetes, atrial fibrillation and copd. The index procedure was prompted by stable angina. During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Post pci insertion the patient suffered pci related myocardial infarction. The patient received medication as treatment. The patient recovered. The investigator reported that the event is not related to the index device or anti platelets.

Manufacturer narrative:
Updated patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non q wave mi (target vessel). The target vessel involved in the mi was the lad. If information is provided in the future, a supplemental report will be issued.